Event description:
Caller alleged discrepant results (precision). Results as follows: set: 1; meter-inr: 4.3 (squeezed the finger). Set: 2; meter-inr: 5.2 (1hr later).

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr=4.3; 2nd-inr=5.2. Inratio meter: mean: 4.75; sd: 0.64; %cv: 13.40. Since 13.40 %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. No corrective action is required as no product deficiency was established. As of today, no product is expected to return. No further investigation will be required.